Manufacturer narrative:
Carefusion complaint number (B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr inspected the ventilator and checked the voltages on the alarm doard and power module. The fsr found that the power module has not been replaced in nine years. The fsr replaced the broken pressure fitting and performed the 7 year preventative maintenance. The device was tested and is now operating to manufacturer specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the ventilator was "shutting down" while in use on a patient. There was no patient harm. The customer evaluated the unit and found that the airway pressure luer fitting was cracked.

Manufacturer narrative:
Results of investigation: the carefusion factory service center received the suspect component, a 3100a driver power module, and evaluated the device. An evaluation of the component did not duplicate the reported issue. The high voltage cable on the driver power module was found pulled and damaged. The driver power module operated per specifications and passed the performance check. The reported issue may have been caused be the loose cable found on the driver power module.